Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The ventilator filter connectors were checked for size compliance and were found to be within specification. The tubing was physically attached to the ventilator filter that was returned along with the sample. It should be noted that as the tubing connector is being pushed into a secure position on the male end connector of the filter, resistance can be detected the further the female end of the tubing connector is pushed. Forceful pushing onto the male end of the ventilator filter will accomplish a tight seal that is not easily detached. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the expiratory side of the circuit keeps coming off the expiratory filter. The alleged issue was detected during set-up.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not provided. The device history record of batch number 74c1601455 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this moment since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the expiratory side of the circuit keeps coming off the expiratory filter. The alleged issue was detected during set-up.